Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error and failed battery. The customer¿s blood glucose level was unknown. The customer insulin pump up and down buttons were hard to press and also received unexplained no delivery. It was reported that the insulin pump rejected batteries. The customer reported that they had scratch on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or verify excessive no delivery alarm, failed battery test, low battery alert less than one week due to buttons not responding. Device received with minor scratched lcd window.